Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels as low as 40 (mg/dl) since their health care provider made adjustments to their pump settings on (B)(6) 2016. Customer consumed food to treat their bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.